Event description:
We received a report that a surgeon indicated that they had several cases of the haptic sticking to the optic. In follow-up it was learned that the events concerned the tecnis zcb00 intraocular lens (iol). There were no records with the serial numbers and the reporter did not know how many iols were involved but noted that this has been occurring the last six months. The surgeon waited for as long was necessary for the haptics to unfold. The reporter indicated that other doctors in the same clinic are also having the same observation. There have been no patient injuries concerning this event. The surgeon is the person responsible for preparing the iol for preparing the device for implantation. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Not applicable; to our knowledge, iols remain implanted (B)(6). Unknown; multiple devices that are not identified. All pertinent information available to the manufacturer has been submitted. Placeholder.